Event description:
The manufacturer received information alleging a ventilator was not blowing enough. There was no harm or injury reported. During the evaluation of the device, the device's unusual operation was observed. The devices system and cpu board assembly needs replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped.